Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated. The patient was in the hospital with av pacing at a magnet rate of 100 ppm. Since the magnet rate did not indicate rrt, the physician elected to leave the device implanted.